Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Device code - unknown, expiration date - unknown, date implanted - unknown, PMA/510(k) number, manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent a left total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2016 due to chronic infection. All components were removed and replaced with cement spacers.